Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the viperwire fractured off and remains in the pt's body. The lesion being treated was a calcified lesion in distal ulnar artery with 90% stenosis of the ulnar artery approximately 10cm distal to wrist joint. The reference vessel diameter was approximately 2.75/3mm. The physician used a 6fr short terumo sheath from an access point in the arm. Three runs were performed with a 1.5 crown at low and high speeds. The physician was unable to park the distal end of the viperwire a sufficient distance from the target lesion. He successfully spun two passes. On the third run, the distal end of the diamondback catheter came into contact with the .017" end of the viperwire and sheared it off, leaving it in the distal ulnar artery. Several attempts were made to snare the viperwire tip, but they were unsuccessful. The physician then used a bare metal stent to secure the distal end of the viperwire against the vessel wall. The case was aborted. The current condition of the pt is unknown. Add'l info has been requested regarding this event, but has not yet been received.

Manufacturer narrative:
Device analysis: the oad was received with the guide wire engaged in the drivershaft. Visual examination of the exposed sections of the guide wire revealed that the proximal spring tip solder bond was lodged in the oad drivershaft tip bushing. The spring tip was removed distally from the drivershaft and a spring tip shaping ribbon as well as a guide wire core wire fracture were observed. Further examination of the spring tip confirmed that the spring tip distal solder ball was detached and missing. The guide wire fracture faces were examined in a scanning electron microscope (sem). Representative images were collected and fracture analysis confirmed a torsional overload failure mode at each of the fracture sites. The root cause of the reported complaint event was that the distal tip of the rotating oad drivershaft came into contact with the guide wire spring tip. Once in contact, the tip bushing transferred a torsional load to the platinum-tungsten radiopaque spring coil. The spring coil was overloaded and became compressed onto the spring tip shaping ribbon. Once the spring coil was fully compressed, it could no longer accommodate the torsional load, which resulted in overload fractures of both the shaping ribbon and the guide wire core at the distal taper. The physician confirmed that on the third run, the distal end of the (B) (4) catheter came into contact with the .017" end of the viperwire and sheared it off, leaving it in the distal ulnar artery. The oad IFU warns, "never advance the rotating crown to the point of contact with the guide wire spring tip. Distal detachment and embolization of the tip may result." (B) (4).